Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for lumbago, neuropathy in legs. It was reported electrode 7 reflected an open circuit. Impedance testing was performed. The manufacturer representative (rep) programmed around the open circuit and the issue was resolved. No patient symptoms were reported. No further complications were reported/anticipated.